Event description:
It was reported that, during the use of the product, an alarm went off. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Picture attached: four (4) pictures were attached. Pictures were reviewed. Results: picture one (1) show a cassette product in used conditions, without blue clip. Picture two (2) shows the front view of the cassette product without the blue clip and with burr on the side of the bag. Picture three (3) show the ay bag neck section from a flow stop cassette model. Picture four (4) show the top view of a cassette product. Samples received: sample received consist in one cassette product. Sample was received after use conditions, decontaminated and inside in a plastic bag. Visual inspection results: the sample was received without the blue clip. Accuracy test: the sample received were connected to a pump and to a balance mettler to look for unusual function. Results: the sample could be connected without problem; sample passed the test. Functional testing: sample was filled with 100 ml of water; the sample was connected to a pump to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.

Manufacturer narrative:
Customer acknowledgement email was attached to the complaint containing new additional information - received on 08 june 2022: part number: 21-7302-24; product name: medicine cassette fs 100ml; lot: 4146500. Expiration date: 10-jun-2026. Device manufacture date: 24-jun-2021. Device returned on 31-may-2022, evaluation anticipated but not yet begun.